Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and additional information regarding the event have been requested but not received at the time of this report.

Event description:
It was reported to philips that the heartstart xl+ defibrillator shock was not delivered on the patient. Another defibrillator was used to treat the patient. The patient involved was reported by the customer to have not experienced harm or adverse patient impact. The customer reported that the clinicians obtained another device to provide the treatment.

Manufacturer narrative:
.